Manufacturer narrative:
The returned instrument was evaluated by our quality department. From the analysis conducted during this investigation, it was concluded that the peri-loc 3.5 mm medial distal tibia locking plate fractured by the initiation and subsequent propagation of fatigue cracking. The fracture most likely initiated on the far-bone side of the plate. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the locking plate could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, non-union, and/or poor bone quality. No material deviations in the locking plate were found during this investigation. It was also concluded that the peri-loc 3.5 mm locking screw fracture by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the locking screw could not bear the imposed patient loading, which lead to an overload fracture.

Event description:
It was reported that a revision surgery was performed due to nonunion and hardware failure.